Event description:
The customer reported that during a one week timeframe, the advia labcell automation system dropped sample tubes and the tube contents spilled on the track. Three of the sample tubes did not have duplicate samples available for requested tests and a patient redraw was requested for each. There are no known reports of operator exposure to biohazardous material or patient adverse incidents or health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia automation system. The cse determined that robot alignments required adjustment. The cse aligned and adjusted the robot, sample manager tray and gate positions. The automation system is performing according to specifications. No further evaluation of the device is required.